Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. No additional pt/event details have been provided to date. A return sample for eval is not expected. Should additional info become available, a follow-up report will be submitted. Please note: two (2) devices were affected; therefore a separate FDA form 3500a has been generated to address the other case reported under pt identifier # (B)(6). Reported to the FDA on (B)(4)2014. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
Details of complaint is as follows: "the broken pouch sealing of the sterile package was noted before use. We found this complaint sample in our own warehouse. Uneven surface of the product itself and there is uplift phenomenon".